Manufacturer narrative:
Date rec¿d by MFR : 06agu19, date of report : 07aug19. The field service engineer evaluated the device and the reported issue was confirmed. The field service engineer replaced the power supply to address the reported issue. The issue was resolved after replacing the power supply. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 10jan2019. International UDI: (B)(4). Additional information has been requested. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator would not start and the battery would not charge. The ventilator was in clinical use at the time of the event. There was no patient harm reported. The event date was not specified; estimate used.